Event description:
The dome detached during traction removal 120 days after placement. Medication was given to increase intestinal motility. The hosp has not visually confirmed that the dome portion was expelled, but believes there is a strong possibility that it was since the pt continues to be in good health. Another same device was used as a replacement.